Event description:
It was reported that metal filings were noted on the sterile field during a procedure. The exact root cause could not be determined. No adverse consequence was associated with the device.

Manufacturer narrative:
Metal chips were confirmed during the device evaluation and score marks were found on the key and the driveshaft of the attachment. Scoring of the drive shaft may have contributed to the reported event.